Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a battery out limit from the insulin pump. The customer's blood glucose reading was 12 mmol/l. The customer stated that the pump alarmed battery out limit during normal use. The customer stated that the pump did not stop alarming battery out limit even though alarms were deleted. The customer stated that the pump started counting till 6 and could not be used anymore. The customer has an appointment with their health care provider and will apply for a new pump.